Event description:
It was reported to boston scientific corporation that the extractor rx retrieval balloon was used during a stone extraction in the common bile duct. Per the complainant, there was no issue during inflation of the balloon in the bile duct. When the physician attempted to removed a stone, the balloon became detached and remained in the bile duct. It was noted that the distal shaft was melted or there was melted material attached to the distal end. The shaft was removed but the balloon remained in the bile duct. The physician's opinion was that the balloon will pass naturally. The procedure was cancelled due to this event. There has been no report of complications or injury to the pt due to this event. Post procedure, the pt's status was reported as no problem.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the device failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.